Event description:
In 2008, the pt's wife reported that the pt's blood glucose had been elevated to 300 mg/dl for the past week. She stated the pt has had a cold for the past 2 weeks and was taking an antibiotic. The pt's physician increased his basal rates from 3.5 units of insulin per hr to 4.0 units of insulin per hour. The pt's normal blood glucose range is 97-200 mg/dl. To troubleshoot the pt's wife was asked to calculate the total amount of insulin used from 12am to 5pm. The total equalled 67 units. According to the info menu of the infusion device only 36.8 units of insulin had been used. The pt's wife was then instructed to review the alarm history of the infusion device and an e4 (occlusion) error was shown at 1:31am. The pt's wife stated that she did recall silencing an alarm, however, the infusion device did not remain in the stop mode as it should have. Further troubleshooting did not reveal any other issues. The pt's infusion device was replaced. Upon follow up on three days later, the pt's wife stated that the pt's blood glucose was still elevated. She believes it is due to antibiotics. Product was requested to be returned for evaluation.